Event description:
Explanting physician reported right side rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, an opening on posterior, and fold creases. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.